Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 10 minutes: 3.9 mmol/l (mobile system) and 1.8 mmol/l (professional meter). Approximately 1-2 minutes after the 3.9 mmol/l result the customer fainted. Customer's wife called the ambulance and the emergency doctor obtained the 1.8 mmol/l result. Customer was treated with "glucose" and transported to the hospital. Customer has since recovered from the incident and is "fine." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.